Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the drive wheels have no trend, and the handrims are chipping. Casters are worn, seat is torn on the seat, armpads worn and caps are missing.